Event description:
It was reported that a patient underwent an initial left knee arthroplasty. Approximately 2 months post-operation, the patient was revised due to femoral loosening and pain. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42512000410 - articular surface fixed bearing cruciate retaining (cr) left 10 mm height - 65540479. 42560007514 - stem extension tapered cemented 14 mm diameter +75 mm length - 65674026. 42532006401 - tibia cemented 5 degree stemmed left size c - 65433457. 42540200029 - all-poly patella cemented 29 mm diameter - 65601951. G2: foreign country: australia. H6: suggested component code: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.